Event description:
It was reported that patient had total of three pump. Out of three pump one pump working without any issue. The other two pumps had completely shut off within several hours, even though new batteries had been inserted. An error message had been displayed instructing the patient to replace the batteries. However, even after the batteries had been replaced, the pumps had still completely shut off. The remodulin had administered through intravenous multi-dose vial, administered at 38 nanograms per kilogram per minute via a cadd solis pump. The outcome of the event has been resolved. The patient was male, weighing 188lbs, born on 26-jan-1988. There was patient involvement and no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported pump shut off and error message displayed. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.